Event description:
It was reported to covidien on 02/16/2009 that a customer had an issue with a dental needle. The customer reports the needle broke off in the pt, and was difficult to remove.

Manufacturer narrative:
Submit date: 03/06/2009. An investigation is currently underway. Upon completion, the results will be forwarded.